Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457453 lead, implanted (B)(6)2005. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, oversensing and under pacing, possibly due to fracture. The lead was reprogrammed until it could be capped and replaced. The patient had experienced syncopal episodes. No further patient complications have been reported as a result of this event.